Event description:
On (B)(6) 2013, the reporter alleged the pump¿s display screen was cracked; however, it could still be read. There was no reported adverse event associated with this complaint. This complaint is being reported because the damaged display screen remained unresolved.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 08/07/2012 with the following findings: investigation was unable to confirm the cracked display lens. Evaluation revealed that the display lens was deeply scratched across the middle of the lens. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.